Event description:
Device malfunction: vessel locator wings collapsed, device came out of vessel. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician, trained in the use of starclose device, attempted arteriotomy closure after an unspecified procedure. Before he had completed the thumb advancer stroke, the vessel locator wings collapsed and the device came out of the artery. Hemostasis was achieved with manual compression. No adverse patient effects were reported. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the returned device was received in the fully clip deployed state, which was inconsistent with the reported event. Inspection revealed a shaft nylon joint bond to push bushing failure, which may permit premature vessel locator collapse. An investigation has been initiated and concluded in internal corrective actions to the equipment, preventive maintenance, the manufacturing process flow and quality control process. No other damage or malfunction was detected. A review of the lot history review did not produce any findings that were relevant to this investigation.